Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An acetabular shell and poly liner were returned for evaluation. Both devices were returned in good condition. Visual examination of the scallops and locking tabs of the liner exhibited no evidence of failure to install. The inner diameters, antirotational scallops and locking features of both devices were inspected at the time of manufacture. Inspection documentation of both manufacturing lots shows all devices that were accepted, completed, and sent to inventory met specifications. A functional test was performed by assembling the liner to the shell. The liner installed and lock into the shell as intended. Review of device history record for the poly liner identified no deviations or anomalies. Review of device history record for the acetabular shell identified two pieces that were scrapped; this lot was released to distributor with no deviations or abnormalities. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique; however, it is reported that surgical technique for the product was utilized. No failure was detected as both devices were inspected upon returned and were noted to have no indication of failed attempt(s) to install and met all manufacturing specifications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the liner could not be engaged and would not properly seat into the shell after impaction. As a result, an acetabulum fracture occurred.